Manufacturer narrative:
B3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced an increased in charge burden. No device malfunction was suspected. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.